Manufacturer narrative:
The insulin pump had button error alarm and no button response due to moisture damage keypad trace. Device was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip. No moisture damage on electronic assembly. It was unable to perform the displacement test due to keypad anomaly.

Event description:
The customer reported via phone call that he fell in the river with the insulin pump and then, the insulin pump stopped functioning and it alarmed button error. Blood glucose value was 261 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.